Event description:
It was reported that the insulin pump alarmed motor error during a rewind attempt. The blood glucose reading was 325 mg/dl, which was treated with manual injection. The customer stated that when the insulin pump prompted him to rewind, the motor kept moving forward instead of backward. He noted that he took the battery out in an attempt to resolve the issue. He stated that he had not been able to bolus for the food he had eaten. He did not recall any other significant events leading up to the motor error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. The insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.